Event description:
The customer reported that the t:slim x2 pump battery would not charge and this issue led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer used different, non-tandem charging supplies, which allowed the pump to begin charging. Technical support informed the customer not to use non-tandem charging supplies unless for troubleshooting, and arranged to send a replacement tandem wall adapter and charging cable. The customer was advised to monitor the situation and restart cgm sessions, acknowledging the guidance provided.